Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated cardiac procedure. During the procedure, it was noted that the right atrial lead had dislodged. The lead was re-operated in a later procedure on (B)(6) 2021. The patient was stable.